Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery, at the start of phacoemulsification, the lens began to whiten as it were heated. The handpiece overheated. The posterior capsular bag burned and the capsule ruptured. A vitrectomy was performed and an intraocular lens was implanted. The correction of the astigmatism was not corrected. Additional information has been requested.

Manufacturer narrative:
The handpiece was received for evaluation. A visual assessment of the returned sample found there were no visual non-conformities. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet specifications. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five- minute burn-in test with the system set at 100% ultrasonic and torsional power. A temperature test was performed and the handpiece was found to meet specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that the patient experienced a corneal burn during the sculpting phase of the procedure. A corneal suture was required for wound gape/leakage. The patients symptoms have resolved. There is no further treatment or intervention planned.

Manufacturer narrative:
The handpiece was received for evaluation. A visual assessment of the returned sample found there were no visual non-conformities. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet specifications. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five- minute burn-in test with the system set at 100% ultrasonic and torsional power. A temperature test was performed and the handpiece was found to meet specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).